Manufacturer narrative:
Steris endoscopy has requested the device subject of the event to be returned for evaluation. A follow-up report will be submitted when additional information becomes available. The instructions for use includes the following statements, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot.

Event description:
The distributor reported that during a patient procedure the padlock clip pro-select defect closure system did not deploy. Facility personnel utilized a different clip to complete the procedure resulting in an approximately 20 minute delay. The procedure was completed successfully, no report of injury.

Manufacturer narrative:
Us endoscopy has requested that the distributor return the device subject of the event for evaluation. To date, we have not yet received the device for evaluation. We will continue to follow-up with the distributor to determine if the device is available to be returned. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The device subject of the event was not returned to us endoscopy for evaluation. The distributor provided pictures and video of the device subject of the event which showed that the safety wires were no longer attached to the handle assembly and the spring sheath had kinks. The observed damage is indicative of improper handling by user facility personnel. The distributor reported that the customer does not need in-service training. No additional issues have been reported.

Manufacturer narrative:
On march 7, 2024, the device subject of the event was returned to steris for evaluation. The evaluation confirmed that the control wires were disconnected from the handle assembly and the spring sheath had bends/kinks which is indicative of improper handling by user facility personnel. No additional issues have been reported.